Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had gaps of data on the receiver but not the phone. Data was provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and failed. A global receiver functional test was performed and resulted in no failures related to the reported event. A paring\calibration\performance\range test was performed and passed. The event of receiver having gaps of data on the receiver is confirmed. A probable cause could not be determined.